Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that some of his programs weren¿t working for him and was wondering if the device could be reprogrammed over the phone or if he needed to be seen in person. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2019. The rep reported that the patient noticed he wasn¿t feeling stimulation anymore. The rep reported that they met with the patient on (B)(6) 2019 and checked impedances. The rep reported that impedances on the 8-15 lead were all above 10,000 indicating a lead fracture. The rep reprogrammed using the other lead and got adequate stimulation coverage. The rep noted that the patient would try the new setting and see how it worked. The rep reported that the patient wasn¿t doing anything abnormal out of his normal routine. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep inquired if fluid in the header block could be the issue when impedances on different reference electrodes showed over 10k ohms. The rep said during the replacement, they had telemetry and then lost it. The rep tried to communicate under a sterile drape, repositioning the communicator, and communicating with the ins in hand off the table with no results. The rep power cycled the communicator, however the communicator would still not connect to the tablet. The rep connected the communicator to the tablet directly using the micro usb cable and the communicator connected immediately with no updates required. The rep unplugged the cable and interrogated the ins successfully. Troubleshooting resolved the reported issue. The rep stated she interrogated the device and after establishing communication, she put the communicator in her pocket and at that point the communicator was beeping at her. It was reviewed that moving too far away or too much interference can disrupt connecting between devices. No further complications were reported.